Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 when a mesh and was implanted, and on (B)(6) 2012 when xenoform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy. It was reported that patient underwent resection, laser vaporization of exposed mesh with primary vaginal closure on (B)(6) 2011 due to exposure of mesh edge at two spots on the anterior vagina. It was reported that patient underwent excision of vaginal mesh anterior vaginal wall, urethrolysis and traditional sling using precision twist on (B)(6) 2012 due to dyspareunia, eroded surgical mesh and sui. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.